Event description:
Pt had 2 drug eluting stents inserted one in the lad and one in the marginal branch and a chromium cobalt stent insterted into a diagonal branch. Three days later, prior to patient discharge, pt began having chest pain, EKG changes and was taken to the cath lab emergently. It was found that all 3 stents that were placed had occluded.